Manufacturer narrative:
(B) (4). Introducer tube sheared off. Eval summary: the analysis results found that two devices were received with the introducer tips sheared off and missing. The appliers were received without the collagen plug, which denotes that the marker clips were already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the mfg process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that the clips were unable to be deployed into the biopsy site. The plastic piece broke inside of the probe. The physician was able to deploy another marker to complete the case. There were no pt consequences reported.